Event description:
It was reported that during a surgical procedure at the user facility that the device would activate unintentionally when the device was turned on. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was returned to the user facility upon confirming that no failures were identified and the device was operating within specification.

Event description:
It was reported that during a surgical procedure at the user facility that the device would activate unintentionally when the device was turned on. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.